Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ultrasonic sensor which was not reproduced. The false upstream occlusion alarm were verified through a review of the event history log and found to be caused by an ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarms with no occlusion visible and the micro bubbles were not observable during programming/setup. The problem was found in the general patient ward. There was no patient involvement. No additional information is available.